Event description:
It was reported that the indicated battery charge dropped 40% in a short period of time. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.